Event description:
Two abutment screws have fractured inside the implants. The surgeon had to perform an add'l surgical procedure to remove the abutment screws from the implants. Pt injury has not been reported.